Manufacturer narrative:
Correction: .'returned to manufacturer on' date was added and should have been reflected on the previous submission. Also 'evaluation conclusion codes' should have reflected- "conclusion not yet available-evaluation in progress" device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. The optical fiber was found to be broken, confirming the reported problem. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) therapy could not be started due to a "defective optical sensor" alarm. The pump being used was replaced and the alarm occurred again. A new iab catheter was inserted and therapy was provided. There was no reported injury to the patient. This report is for the initial iab catheter that was used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. Complaint # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) therapy could not be started due to a "defective optical sensor" alarm. The pump being used was replaced and the alarm occurred again. A new iab catheter was inserted and therapy was provided. There was no reported injury to the patient. This report is for the initial iab catheter that was used.